Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with a wireless external neurostimulaor (wens). It was reported there was a settings not available screen. The patient stated for some reason the remote was not connecting to the device, and clarified that she saw a cannot provide your desired settings message when she tried to increase past 4.5 ma. The patient was able to increase to 4.8 ma after decreasing to zero on the active group, and then increasing the intensity. It was reported the patient was having back pain and her back really hurt. The patient didn¿t think she should be having the pain at this point and wondered if the lead moved. The patient stated she was itching the lead site a lot, and the bandaging was totally loose and itchy that the patient thought the lead probably came loose. The patient stated she only felt stimulation down her legs when she lays flat on the device. The patient described this as shocking, but confirmed she was only referring to the stimulation sensation. The patient said the stimulation sensation was not consistent, and she thought the lead had come loose. The patient was going to the healthcare provider¿s (hcp) office on (B)(6) to remove the trial. No further complications were reported.